Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024 it was reported by an arthrex subsidiary employee via sems-06554003 that an ar-8500ex excalibur broke. This occurred during a procedure when the blade was collected for analysis.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 the complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed that the shaft of the inner cannula is broken close to the hub. In addition, the shaft of the outer cannula is slightly bent. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Event description:
Additional information was provided on 06/25/2024, where the arthrex subsidiary employee stated this event occurred during a shoulder arthroscopy and there was no delay. Additional anesthesia was not administered block was performed by the anesthesiologist.